Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0nc5w, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported stimulation in foot and low back/upper buttock. Impedances cleared with pulse width (pw) of 300. Patient fell in the bath tub in (B)(6) 2016. Patient received a head and lumbar MRI. Rep reviewed that the ins is not MRI compatible, but the patient said the card says it is. Patient brought the card to the facility and the patient got an MRI because of this card. Impedances at 210 pw had 2 electrode combinations that showed <4000, but when redone, the impedances cleared when using 300pw. Rep was able to find programs that didn't give her the sensation in her foot or low back. Doctor will order x-ray next time.